Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately six months after implant, a replacement procedure was performed. This device was removed and replaced. Reportedly, this was due to a device malfunction, however the specifics of the malfunction are not available. No further information is available regarding this issue. No return of product is intended. No adverse patient effects were reported.